Event description:
It was reported in a journal article that six patients underwent poly exchange due to a worn or fractured mobile bearing 10-15 years post-op. All 3 or 4 size of the bearings were worn, 2 almost complete and the rest were fractured. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: unknown oxford twin peg femoral unknown lot and item# unknown oxford tibial unknown lot and item# g2 report source: foreign: new zealand. Literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.